Event description:
During an initial implant procedure, the guidewire was unable to advance down the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued. The cause of the reported event was isolated to the over torqued inner coil inside the connector region, consistent with procedural damage. Visual examination did not find any other anomalies with the exception of procedural damage.